Event description:
It was reported that the patient received a pop-up message on the remote control (rc) which stated stimulator approaching end of service. It was noted that the patient was a high energy user. However, the patient underwent an implantable pulse generator (ipg) replacement and still opted for a non-rechargeable device. The patient was doing well postoperatively, and the explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred one and a half weeks prior to the date the manufacturer became aware of the event.